Manufacturer narrative:
The reported event that plastic cap is missing from the led was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the lens was missing from the led of the small pointer. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the lens was missing from the led of the small pointer. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.